Event description:
Customer alleged static shock occurring. No injury alleged.

Event description:
Customer alleged static shock occurring. No injury alleged.

Manufacturer narrative:
(B)(4) - this report is follow up 001 to complete the information.

Manufacturer narrative:
No RMA has been initiated for this issue. Model bar600ivc serial number/date code (B)(4) is approximately 1 year and 4 months of age. The user manual part number was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that when the remote for the bed is being used, the nurses are getting shocked (a static shock).